Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the results of a clinical trial that approximately one year one month post deployment of a stent in the right superficial femoral artery, duplex ultrasound demonstrated restenosis in the target lesion. Approximately two years eight months post stent deployment, duplex ultrasound demonstrated restenosis in the target lesion. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: a physical sample was not available, and images have not been provided. Based on the information available and the investigation performed the complaint is inconclusive. Potential factors that could have led or contributed to the reported event have been considered. Restenosis/ occlusion is caused by neointimal hyperplasia, a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction and abnormal vessel geometry caused by stent implantation. Restenosis/ occlusion of a stent may be caused by various factors and may even occur inside non-defective stents that have been correctly placed. Restenosis may be related to the general condition of the patient, to the vascular conditions of the patient, or to medication. Insufficient or inappropriate balloon dilation may be a contributing factor. In this case the lesion was pre dilated but only poor information was available in regards to the baseline procedure. Based on the information available a definite root cause could not be identified. Labeling review: it was not known which lifestent product was implanted. A review of a specific labeling was therefore not performed. Event (results), (conclusion).

Event description:
It was reported through the results of a clinical trial that approximately one year two months post deployment of a stent in the right superficial femoral artery, duplex ultrasound demonstrated restenosis in the target lesion. Approximately two years eight months post stent deployment, duplex ultrasound demonstrated restenosis in the target lesion. The current status of the patient is unknown.